Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and ketones. Customer's blood glucose level was 450 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump. Customer advised they forgot to deliver a bolus which resulted in high blood glucose levels. The insulin pump will not be returned for analysis. Unomed set frn-mmt-332-rsvr.